Event description:
It was reported the programmer will not update new software. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the software update locked up during process; hard drive reconfigured and software reloaded and updated to resolve. Analysis also found the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. Display drops due to lower display hinges. Latch tabs on power cord bay door were broken and the system fan was noisy. It is noted programmer failed incoming functional testing; left antenna found out of electrical specification and left antenna cable found damaged. (B)(4).